Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high impedance and high thresholds. There has been inappropriate mode switching and the patient complained of palpitations. Review of the manufacture's database determined that the lead was capped and replaced. No further patient complications have been reported as a result of this event.